Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered and pd therapy was ongoing. No additional information is available.